Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during surgery, the diathermy function on the eva machine was not working. They tried using three different diathermy cords, but none of them worked. They then used both of their two available reusable handpieces, but the issue persisted. As a backup, they brought in a second eva machine and attempted an indirect diathermy procedure, which also failed. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint the phaco diathermy module was provided for investigation. The complaint could not be reproduced during functional inspection. The module worked according to d.o.r.c specifications. Since no issues were detected during testing, it was determined that the reported complaint cannot be attributed to the vfie module that was provided for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (pd-defect-surgery) since 2022 more than 1.000.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure code will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during surgery, the diathermy function on the eva machine was not working. They tried using three different diathermy cords, but none of them worked. They then used both of their two available reusable handpieces, but the issue persisted. As a backup, they brought in a second eva machine and attempted an indirect diathermy procedure, which also failed. No report that actual patient harm occurred, but the surgery was prolonged 30 minutes.